Manufacturer narrative:
Final analysis of the lead found that the proximal insulation was abraded at 19.2 cm to 19.7 cm from the connector pin. The damage indicates that the lead abraded against another device.

Event description:
It was reported the ventricular lead exhibited noise. The patient was pacemaker dependent, and reported being symptomatic in the past month. The lead was explanted and replaced. Visual inspection of the explanted lead found outer insulation damage.

Manufacturer narrative:
No medwatch form was received.